Event description:
It was reported, that while using the bd vacutainer® precisionglide¿ multiple sample needle, that there was foreign matter. The following information was provided by the initial reporter: phlebotomist went to take a patient's blood, and when she took the lid off the needle, there was something weird and sticky on the needle. Not sure if it's a faulty batch? But maybe collectors might need to keep an eye out in case there's more.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: material #: 360213. Lot/batch #: 0357907. Bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was not observed. However, excess lubricant is observed on the IV cannula. The customer samples were evaluated by visual examination, and the indicated failure mode for excess lubricant with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of excess lubricant was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode excess lubricant. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.